Event description:
It was reported that on the mobile power unit, one pin in the white connector of the patient cable was broken off and the cable needed to be replaced.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the white connector of the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial (B)(6), pin 1 in the white connector of the mpu patient cable was missing. The system booted up as intended and passed all functional testing. All old labels were cleaned and removed. The patient cable was replaced and preventative maintenance was performed. The unit was returned to the rental pool and the cable was forwarded to ppe for further evaluation. Visual inspection of the returned mpu patient cable confirmed the missing positive voltage pin 1. The cable was plugged into a test unit and provided power to a test controller. Due to the connector having redundant pins, the missing pin did not result in any alarms. A root cause for the reported missing pin was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the white connector of the mpu patient cable was confirmed. During the evaluation of the returned mpu, serial (B)(6) , pin 8 in the white connector of the mpu patient cable was missing. The system booted up as intended and passed all functional testing. All old labels were cleaned and removed. The patient cable was replaced and preventative maintenance was performed. The unit was returned to the rental pool and the cable was forwarded to ppe for further evaluation. Visual inspection of the returned mpu patient cable confirmed the missing shield pin 8. The cable was plugged into a test unit and provided power to a test controller. Due to the missing pin being associated with the shield and not any signal, the missing pin did not result in any alarms. A root cause for the reported missing pin was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.